Event description:
It was reported that the "patient returned home and approx. 15 - 20 minutes later noted the abrupt onset of bleeding from exit site of her catheter. She tried to apply direct pressure to the area, but could not stop the bleeding." She was transported to the hospital by ambulance where attempts to revive her were made. The patient expired.

Manufacturer narrative:
An investigation has been initiated and additional information has been requested. When the investigation is complete a final report will be submitted.